Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when doing sit-ups the patient feels something like small electric shocks which are very uncomfortable. The shocking sensation was only present when the stimulation was on and may be provoked by palpating over the ins system. It was very hard time to connect between the battery and the patient programmer. The belt must be on, and tightened very well. The patient cannot move at all after the connection is established otherwise it is lost. In the past the patient has been able to move around the house, wash dishes, etc. But lately that is impossible. The patient has lost quite some weight lately. Following review of the mdt data, no battery anomaly was detected. It was suggested to void electrodes 4-11 and 5-12, but it was clearly not used by group b. The manufacturer representative will be meeting the patient along with their doctor soon. No further complications were reported or anticipated.